Event description:
Related manufacturer reference number: 2017865-2022-06870, related manufacturer reference number: 2017865-2022-06872. It was reported that the patient presented in hospital with pain at the device site. Device interrogation revealed device erosion on the implantable cardioverter defibrillator (ICD) and an infection on the ICD, right ventricular (rv) lead, and left ventricular (lv) lead. The physician elected to explant the system and replaced with a temporary rv lead and pacemaker. The patient condition was stable.

Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.